Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular infrarenal aneurysm. The aortic neck was straight without calcification or thrombus, 18 mm in diameter, and at least 2 cm long. Vessel morphology was not reported. It was reported that during the procedure, the talent bifurcated stent graft was deployed in the desired location; however, the stent graft slipped downward for an unknown reason, and resulted in a proximal type I endoleak. The physician elected to implant several stent grafts to extend up to the renal arteries. The physician implanted a talent aortic cuff at the renal arteries (MDR#2953200-2009-01211), followed by another talent aortic cuff (MDR#2953200-2009-01212) proximal to the bifurcated graft. A type iii endoleak was present between the two talent cuffs, so the physician elected to add another manufacturer's cuff between the talent cuffs, which successfully sealed the leak. There was also a slight type IV endoleak present at the end of the case, and the physician elected to monitor the patient at the 30-day follow-up. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak, cause of device slipping downward unknown. Evaluation: conclusion: cause of device slipping downward unknown. Intervention required.